Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the reservoir had low reservoir anomaly. Customer stated that the reservoir last only 2 days instead of 3 days in the past. Customer's blood glucose was 5.6 mmol/l. Customer stated he wasted few reservoirs. The customer was advised that the reservoir and sets would be replaced. No further information provided.